Manufacturer narrative:
Please note that this date is based off of the date of publication of the article as the event dates were not provided in the published literature. It was not possible to ascertain specific device information from the article or to match the events reported with previously reported events. Correspondence has been sent to the author of the article inquiring about individual patient information and additional information regarding the reported events. The device was used for an off label indication as it was implanted to treat symptoms of huntington's disease. Concomitant medical products: product ID: 3387, product type: lead. (B)(4).

Event description:
Wojtecki, l., groiss, s.j., ferrea, s., elben. S., hartmann, c.j., dunnett, s.b., rosser, a., saft, c., sudmeyer, m., ohmann, c., sc hnitzler, a., vesper, j. A prospective pilot trial for pallidal deep brain stimulation in huntington's disease. Frontiers in neurology. 2015;6:177. Doi: 10.3389/fneur.2015.00177. Summary: the aim of the trail was assessment of procedure safety of deep brain stimulation, equality of internal-and external-pallidal stimulation and efficacy followed-up for 6 months in a prospective pilot trial. Reported events: patient 3: one (B)(6) male patient with genetically confirmed huntington's disease with predominant motor symptoms underwent implant of bilateral deep brain stimulation (dbs). The patient showed improved chorea and dystonia; however this effect was seen mainly at the 6-month follow-up. Globus pallidus internus (gpi) stimulation was chosen for chronic stimulation. At the 6-month follow-up, stimulation-induced gait impairment and hyperkinesia after reprogramming led to hospital admission and required reprogramming. This event was noted to be considered a serious adverse event that resolved without sequelae. The source literature included the following device specifics: lead model 3387 and implantable neurostimulator kinetra model 7428 further information has been requested; a supplemental report will be submitted if additional information is received.